Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the connector pin is not bent. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not deploy. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.